Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimloc bone screw was broken. It was further reported ¿the physician was unable to use the stimloc because the tip of one of the bone screws broke.¿ the issue occurred during normal use and the device was replaced as a result of the event. The issue was resolved following the device replacement. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the stimloc screw found the device was broken due to over-torquing. It was noted the head of the screw was slightly damaged due to excessive torque. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.